Event description:
The customer called to report two hypoglycemic events that required intervention by her co-workers. The customer stated that in one event, she lost consciousness after she had bolused for her lunch. The customer's blood glucose reading was 46 mg/dl when her co-worker checked it. The customer stated that she bolused the correct amount for what she had eaten. The customer felt that both episodes were due to the infusion sets she was wearing at the time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.